Event description:
As reported by the edwards field clinical specialist, during a tavr procedure, the procedure began with successful insertion of the sheath, followed by advancement of the 29mm sapien 3 ultra resilia valve and commander delivery system. However, due to anatomical complexity at the distal end of the sheath including a known descending aortic aneurysm, severe vessel tortuosity, and severe calcification, the valve and pusher could not be navigated through the vessel. During attempts to traverse the affected segment, an aortic perforation occurred. The delivery system could not be withdrawn through the esheath, as the valve had migrated toward the tapered tip and was no longer aligned with the pusher. The patient had a known descending aortic aneurysm, severe annular and vessel calcification, and severe tortuosity. Emergent surgical intervention was performed, including a small cut-down, balloon tamponade, and placement of covered stents. The system was removed as a unit. Despite these efforts, the patient did not survive. The exact cause of death was not formally labeled but was attributed to the vascular complication in the descending/abdominal aorta. The sheath was not inserted at a steep angle, and the vessel had been pre-dilated to 16 french. The delivery system and valve were prepared and crimped according to the instructions for use (IFU). No device deficiencies or damages were reported, and no use error was identified. The devices were discarded and are not available for return. No procedural images, videos, or 3mensio report are available. The perceived root cause of the event was attributed to anatomical challenges, including the descending aortic aneurysm, severe vessel tortuosity, severe calcification, and small luminal diameter. The patient's luminal diameter was reported to be approximately 10 mm.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions), and h11 to reflect engineering evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required currently. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions and conditions for the successful use of the device. The complaint for difficulty to track through anatomy and inability to withdraw system with valve through vasculature has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. In addition, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. In this case, available information suggests patient factors (tortuosity/calcification/small luminal diameter) likely contributed to the event as it was reported that the delivery system was unable to navigate through the vessels due to the patient's descending aortic aneurysm, severe annular and vessel calcification, severe tortuosity and small luminal diameter. In this case, patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty withdrawal and difficulty during tracking/crossing. In addition, (small luminal diameter) likely contributed to the event as the patient had severe vessel/annular calcification, tortuosity and small luminal diameter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.